Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated') and fallopian tube perforation ('perforation / punctured fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding"), back pain ("back pain"), migraine ("migrains"), menstruation irregular ("irregular periods") and dyspnoea ("trouble breathing"). The patient was treated with surgery (oophorectomy). At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and heavy menstrual bleeding had not resolved and the fallopian tube perforation outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspnoea, fallopian tube perforation, heavy menstrual bleeding, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in implant date: as per current pif (B)(6)2009 and previous reported as (B)(6) 2009. Discrepancy noted in date of birth :as per current pfs (B)(6)1974. And previous was : (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: full occlusion of fallopian tubes. Diagnostic results: (B)(6) 2013, plaintiff underwent tests to confirm that the essure coils had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: pfs received :reporter information, rcc, implant and explant date updated, events - trouble breathing, irregular periods, migraines, back pain, fallopian tube perforation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("essure coils had migrated") and fallopian tube perforation ("perforation / punctured fallopian tubes") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: (B)(6) 2013, plaintiff underwent tests to confirm that the essure coils had migrated. On (B)(6) 2009, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain"), heavy menstrual bleeding ("abnormally heavy menstrual bleeding"), back pain ("back pain"), migraine ("migraines"), menstruation irregular ("irregular periods") and dyspnoea ("trouble breathing"). The patient was treated with surgery (oophorectomy and device removal). At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and heavy menstrual bleeding had not resolved. The outcome of fallopian tube perforation was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspnoea, fallopian tube perforation, heavy menstrual bleeding, menstruation irregular, migraine and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in implant date: as per current pif (B)(6) 2009 and previous reported as (B)(6) 2009. Discrepancy noted in date of birth: as per current pfs (B)(6) 1974. And previous was: (B)(6) 1974. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2009: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and menorrhagia had not resolved and the perforation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted in implant date: as per current pif (B)(6) 2009 and previous reported as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: results: full occlusion of fallopian tubes. Diagnostic results: april of 2013, plaintiff underwent tests to confirm that the essure coils had migrated. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event perforation added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated') and perforation ('perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and menorrhagia had not resolved and the perforation outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy noted in implant date: as per current pif (B)(6) 2009 and previous reported as (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: full occlusion of fallopian tubes. Diagnostic results: (B)(6) 2013, plaintiff underwent tests to confirm that the essure coils had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.